Event description:
It was reported that during a struma procedure, after a few times, the display shows instrument error and it made whistling sounds. A new like device was used to complete the procedure. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process.